Event description:
Statement from resident: "I was sleeping & I must have put my leg between the siderail & it went down on my leg. I don't know how the siderail button got pushed to let the siderail down. I sat up & tried to pull my leg out of the siderail up, but it wouldn't move. I had one leg caught & I tried to push with my other leg to get my leg out but my legs got caught & I called the nurse. When she came, she couldn't get the siderail up so she had to call for another nurse. I didn't think they could get the siderail up & my legs out but they finally did".